Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a left hip revision approximately 8 years post implantation due to implant wear and corrosion. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a left side revision was performed on dec 19, 2017, for poly wear and trunnionosis. The stem and shell were well fixed and a new head, neck and liner were placed with no complication. Visual examination of the provided pictures identified black debris on the neck trunnion and head. Scratches and minimal bio debris noted on the head. Head, neck, and liner photographed within a bag and no further evaluation can be made from the provided pictures. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: unknown head, pn unknown, ln unknown; unknown stem, pn unknown, ln unknown; unknown shell, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02142, 0001822565-2019-02141. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left total hip arthroplasty. Subsequently the patient underwent a revision procedure approximately 8 years post implantation due to patient allegations of injuries. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln unknown, unknown kinective neck, pn unknown, ln unknown, unknown shell, pn unknown, ln unknown, unknown liner, pn 00630504832, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02142, 0001822565-2019-02142-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.